Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing, and cartridge tubing. The customer's blood glucose level was 186 mg/dl. Reportedly, the customer changed replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy. Tandem technical support educated the customer regarding air bubbles.